Manufacturer narrative:
Further information from the reporter regarding event, product and manufacturer of device, and/or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted. Manufacturer of device unknown.